Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that it did not do anything. Follow-up was conducted asking for more information. If additional information is received, a follow-up report will be sent.